Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 24 during a uterine salpingo-oophorectomy and ¿it was reported that at the beginning of the surgery, while using the cannula l-hook electrode with an electrode, it came off and fell into the abdominal cavity, but the electrode was quickly removed using grasping forceps.¿ there was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. An unknown alternate device was used. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2024 during a uterine salpingo-oophorectomy and ¿it was reported that at the beginning of the surgery, while using the cannula l-hook electrode with an electrode, it came off and fell into the abdominal cavity, but the electrode was quickly removed using grasping forceps.¿ there was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. An unknown alternate device was used. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: section d1 brand name was corrected from stealth 32 lhook lap elec pkg to universal plus manufacturer narrative: received one 60-5274-132 in original opened package. The lot number was verified. Performed a visual inspection, there were returned fragments from the device. In addition, the photographic evidence shows the electrode is detached. A root cause cannot be determined, however, based upon the evaluation of the device and the photos, a likely cause may be due to excessive force being used during removal of eschar from the tip. A two-year lot history review shows a total of 4 devices for this lot number and failure mode; however, 3 were confirmed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 17 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. We will continue to monitor for trends through the complaint system to assure patient safety.